Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 85% stenosis lesion in the distal right coronary artery (rca). After deployment of a 3.5 x 18 mm implant, the 3.5 x 15 mm nc trek was advanced for post-dilatation. Once inside the implant, it was noted that the markers from the implant and the nc trek balloon markers aligned. It was thought that due to the size difference (18mm vs 15mm) the balloon markers should be closer together than the implant markers. However, the nc trek was used to complete the post-dilatation without any issue. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.